Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields:d1,d3, d4,g1 and g4.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 151731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 151731 and test base part number 195-430h / lot 146391a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151731 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with binaxnow covid-19 ag performed on (B)(6) 2021 on a direct tested nasal kitted swab. The patient was in urgent care for an undisclosed reason and was tested with carestart covid 19 antigen poct and received positive results. 10 days later ((B)(6) 2021) the user performed a binaxnow covid-19 ag test and received positive results. The user then performed the binaxnow covid-19 ag test again on the same day and received negative results. No additional patient information, including treatment and outcome, was provided.